Event description:
It was reported that a home patient (hp) experienced a high drain 104 alarm on a homechoice (hc) machine during use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative (tsr) reviewed the therapy log with the home patient (hp) which showed that that the hp did not completely drain on the first three drain cycles. The hp then proceeded to drain out completely on drain 4 of 4. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 2000. As the homechoice (hc) was not returned, a device analysis could not be completed. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. The service history logs showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.